Event description:
It was reported that medfusion 4000, battery communication error. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "battery not working." Functional testing involved running the pump through the power up process with the a/c power plugged in, using biomed diagnostics monitor to monitor battery status and testing customer battery with testing pump. The reported problem was duplicated during the powerup process/self test. The investigation determined that the battery not working as intended was the cause of the reported issue. It was noted that the battery was over two (2) years old. Based on evidence and investigation, the complaint allegation was confirmed. The battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "battery not working." Functional testing involved running the pump through the power up process with the a/c power plugged in, using biomed diagnostics monitor to monitor battery status and testing customer battery with testing pump. The reported problem was duplicated during the powerup process/self test. The investigation determined that the battery not working as intended was the cause of the reported issue. It was noted that the battery was over two (2) years old. Based on evidence and investigation, the complaint allegation was confirmed. The battery was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.